Event description:
A customer in the united states notified biomérieux of obtaining misidentifications of streptococcus isolates in association with the vitek® ms (ref 410895, serial (B)(4)). The customer noted that several streptococcus isolates were being identified across different agglutination groups. The customer did not specify which isolates came from which patients or from how many patients the samples were collected. Latex agglutination testing was used as an alternative method and indicated that the organisms had been misidentified by the vitek® ms. There is no indication or report from the laboratory that the misidentifications led to any adverse events related to any patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of obtaining misidentifications in association with the vitek® ms (ref (B)(4), serial (B)(4). The investigation could be completed without strain submission. The customer's raw data was analyzed. Analysis of the raw data concluded that the last fine tuning performed on the instrument before the misidentifications occurred was acceptable. The customer's spot preparation quality is also acceptable. The calibrator and sample "all peaks" values were homogenous. Local customer service observed that it was difficult to perform the fine tuning as the high mass peaks were noisy. A field service engineer (fse) visited the site and verified alignments and other instrument settings. The cause for the misidentifications was determined to be non-optimal system settings in relation to the baseline and deflectors adjustment as well as the camera and laser alignment. After the fse visit, the customer's results were normalized and the customer has not reported any further identification issues. A trend analysis was performed for issues related to non-optimal system settings and did not identify a trend.